Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge became dislodged from the pump. The customer reloaded the cartridge and continued using the pump with supplies for insulin therapy. Customer's blood glucose level was 195 mg/dl.